Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced rib pain with stimulation turned on and off. The physician determined the lead migrated laterally, which caused the rib pain. As a result, the physician explanted the patient¿s lead and replaced it with a new model. Postoperatively, the rib pain was resolved.